Event description:
It was reported that the tip is bent and broken. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The evaluation of the returned device revealed that the tip of the screwdriver is bent and shows a crack on one side. The pinhole therefore got enlarged and the pin fell out. Our investigation found that the screwdriver tip got damaged because of mechanical overloading and side bending, also the marks on the shaft point to the fact that the device was used to increase lateral force. While no product fault could be detected, a review of the device history records has been requested. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The investigation evidence concludes that the screwdriver tip got damaged because of mechanical overloading and side bending. Thus, the device failure is related to the conditions of use and operational context contributed to this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: review of the device history record showed that there were no issues during the manufacture and the product conformed to all requirements.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)